Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset process. After the reset, the malfunction did not recur, and the customer was advised to contact support again if the issue reappeared. The customer acknowledged and understood these instructions, allowing continued use of the pump.